Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted due to a lead fracture noted 10 cm behind the yoke. The fracture was at the end of the suture sleeve and was suspected to be due to the suture sleeve being sewed on too tight. Upon implanting a new lead, the lead measurements through the psa were normal, however, repeated connections to the device, exhibited markedly decreased r wave measurements. The physician opted to change out the device.